Event description:
Related to MFR report # 2183959-2012-01694. It was reported by the plaintiff's attorney that "on or about (B)(6) 2006" the plaintiff was implanted with an "ams intepro y sling pelvic mesh product" to treat "pelvic organ prolapse and/or stress urinary incontinence" and that "on or about (B)(6) 2012" the plaintiff "required additional surgery". The plaintiff's attorney alleges the plaintiff "suffered serious bodily injuries" and "extreme pain, erosion of her internal bodily tissue, dyspareunia, additional surgery and/or other injuries" and "significant mental and physical pain and suffering, has required additional surgery and medical treatment, and she has sustained permanent injury." The plaintiff's attorney also alleges the plaintiff was "injured in her health, strength, and activity" and "injuries will result in some permanent disability" as well as other damages.

Manufacturer narrative:
It is unclear what ams device was used to implant the intepro mesh. Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.